Event description:
It was reported the pt had stimulation when he went to bed one night and none the next day. The stimulation was turned up. The pt was shocked. The pt was seen by the physician. Impedances were >3600 ohms. X-ray revealed a possible kink or breakage in the extension. The pt was seen by the implant physician and taken to the or for a revision a week later. The surgeon accidentally cut the extension during removal (was intending to replace). Two new extensions were implanted. Impedances were normal ("electrode 3"). No pt injury was reported. The pt recovered without sequela.

Manufacturer narrative:
The extension was returned for analysis. The product was segmented. Device analysis revealed all conductors were broken at the junction of the outer tubing and the molded rubber. The lead body/insulation was cut through. Marks in the outer tubing suggest the extension was kinked at the junction of the outer tubing and the molded rubber. The proximal and distal ends were intact and undamaged.